Manufacturer narrative:
(B)(4).

Event description:
Bausch and lomb received a published literature by a surgeon who reports performing cataract surgery with implantation of the akreos mi60 intraocular lens. Intraoperatively, a partial zonular dialysis occurred in one eye. Additional information was not provided.